Event description:
It was reported that when system was turned on it did not go to the typical screen. It said fault detected. Troubleshooting was done. They restarted the system but no resolution. It was plugged into the boom at first ts had plugged the system into the wall by itself but no resolution. Hcp took the battery out of the system but no resolution. This whole time the patient interface was connected through the hard wired and not docked. Turned off the system and turned the patient interface off as well and disconnect it through the wired connection. The system passed. Now the system connected wirelessly. When the patient interface connected wirelessly it said fault detected and it cannot move through the rest of the software with this error message displayed. They cannot acknowledge it either. When patient interface connected through hard wire it said fault detected and they cannot move through the rest of the software with this error message displayed. They cannot acknowledge it either. Hcp confirmed that it would not pass again when the patient interface was wireless and hard wired. After a while, booted up with no issues passed all system checks. Seemed to be working just fine. The patient interfaces were checked on another nim system and seem to be working fine no issues. There was no patient involved in this event.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.